Event description:
Customer reported a button error on his insulin pump. He was trying to refill the reservoir and noticed the buttons are unresponsive. At first the act button was not working, and now the esc button also does not work. Customer's blood glucose is 132 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.